Event description:
General report received of an unspecified number of undocumented incidents of difficulty regulating flow; subsequently the patients received more IV fluids than intended. The tubing sets were being used to deliver normal saline. After unspecified lengths of time in use, it was reported the "roller ball clamp - either all of nothing patients getting too much fluid in or." There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. All affected customers were notified via a device information letter dated september 20, 2007. See attached letter. This report represents all the information known by the reporter upon query by hospira personnel.